Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the medication was not listed on the profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the medicines were not on profile. A technical support specialist (tss) verified the medication profile and confirmed that all medications were present. The tss identified that the orders had not been received through integration, either because they were not entered at the time of the call or took longer than expected to come through. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the medication was not listed on the profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.